Event description:
Boston scientific received info that at the implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD), the initial fluoroscopy eval of product positioning looked good. Defibrillation threshold (dft) testing was attempted twice, and both times were unsuccessful. Re-evaluation with fluoroscopy was performed and the can had migrated out into the adipose tissue on the pt's side. It was thought the device moved after the shocks and may not have been adequately sutured prior to the initial dft testing. The following day, surgical intervention was performed and the device was re-sutured to tissue. Dft testing was then completed and was successful. No additional adverse pt effects were reported.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.